Event description:
The recipient is reportedly experiencing overly loud sound and refuses to wear the device. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail, and surgical tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short inside the analog chip (power node to case ground node). It is believed that the electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog chip at the case ground node. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.